Event description:
While evaluating belt sn (B)(4) which was last used on a patient who passed away, a reportable problem was discovered. The ECG c and d cable was pulled from the strain relief at the distribution node (dn). The patient passed away on (B)(6) 2015 at a rehabilitation center. Investigation into the passing revealed no treatable arrhythmias or asystole detections on the day of passing. The patient's daughter reported that the patient was treated twice and then the device was removed by the center's staff. A review of the event indicates that no treatments were delivered by the lifevest. The patient was in a sinus rhythm at 60 bpm when the device was shutdown at 12:16 pm. There was no indication of a device malfunction while in use. The monitor was returned for investigation and found to be fully functional. There is no indication that the device caused or contributed to the patient death.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed. Upon receipt the belt failed a functional testing. The ECG c and d cable was pulled from the strain relief at the distribution node (dn) and the j704 connector was pulled from the dn pca. The cause of the damaged connector was the pulled cable. The root cause of the pulled cable was excessive force on the cable section. There is no indication that the damaged cable caused or contributed to the patient death or any adverse event.